Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 21 mmol/l with extreme weakness / exhaustion associated with inaccurate insulin delivery. The pump was reviewed with the reporter and confirmed that the pump setting were correctly programmed in the pump, the boluses were reflected as programmed and were included in the total daily dose calculation. The reporter indicated that the basal history did not match the active basal program; upon review it was determined that the discrepancy was a result of the patient performing a cartridge change during the day. An air bolus was delivered successfully and the pump correctly recorded the bolus in the history. This report is made based on the allegation that the patient experienced hyperglycemia associated with inaccurate delivery of insulin.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. .

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.